Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience prime stent delivery system shaft fractured preventing the sds from crossing the lesion. No additional information was provided.